Event description:
A caller reported a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the cgm error code was not displayed again, allowing the caller to successfully start their sensor session.